Event description:
The patient reported that the remote monitor was not receiving power. A new power cord was ordered, but this did not resolve the issue. A new monitor will be ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: visual and functional analysis was completed and the customer comment was confirmed. The power connector was loose and/or detached.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: visual and functional analysis was complete and the customer comment was confirmed. The power connector was loose and/or detached.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.